Manufacturer narrative:
D4: UDI and g4: 510k were unknown. One device was returned for analysis. Visual inspection showed a damaged dso seal and scratched lens. There was no evidence to review in the device's event history log. A functional and accuracy tests were performed and the reported issue was not duplicated; however, a damaged dso seal, scratched lens, and a latch issue was confirmed. As a result, the dso seal, lens, and latch were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device issue was unknown and required repair. No adverse patient effects were reported by the customer. Analysis found damaged dso seal.